Manufacturer narrative:
User facility medwatch report received on may 14, 1998. Ref#= 520138-1998-9.

Event description:
It was reported this basket was used to successfully encapsulate a ureteral stone. Upon removal resistance was encountered at the ureteral-pelvic junction (upj). A resection device was advanced to resect the tissue at the upj. During tissue two wires of the basket broke and subsequent stone dislodgement occurred. Surgical removal of the stone, retrieval basket, and resection device was performed. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The basket assembly was rec'd with 3 of the 4 basket wires broken. One wire segment was returned in a specimen cup. The sheath and handle assembly were not returned for evaluation. Two of the broken basket wires were broken in the middle of their lengths with equal length ends attached to the base and tip cannulas. The other broken wire was also broke in the middle, however, the segment attached to the base had completely broken off and was returned in the specimen cup. The wire intact was severely twisted. Examination of the broken ends of the basket wires indicated the wires appeared to have come in contact with a "hot" device. The broken ends were blackened and ball weld like in appearance. Since co's follow up indicated a resection device was used during the procedure co believes this factor may have contributed to this event. Co's directions for use for this product state: "this device must not come in contact with any electrified instrument."